Manufacturer narrative:
The bipolar insert was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The etching was erased, the lot number and the manufacturing date are unknown, thus the device history record (DHR) could not be reviewed. This device has been repaired outside of the manufacturer, there was black coating at the end of the tube, near the black ring. The coating was damaged between the tube and the jaws, and it was stripped. Root cause: the evaluation verified the complaint as valid. The uses of the insert with the received tubes (without protection ring or with a damaged ring) have damaged the coating of the insert.

Event description:
This is 7 of 7 reports linked to the following mfg report numbers: 2523190-2021-00021, 2523190-2021-00022, 2523190-2021-00023, 2523190-2021-00024, 2523190-2021-00025, 2523190-2021-00026. A facility reported that the coating of the bipolar insert (cev634-1a) was damaged and very small parts of the shaved blue insulating part (like sparkling) fell into the patient's stomach. The surgeons tried to remove them as much as they could and they were able to complete the unspecified procedure using another bipolar forceps. There was increase of surgery time of 15 to 20 mins, and no patient injury was reported. Information regarding, age gender of the patients or type of surgery are not available. It was also reported that four different surgeries were impacted by the dysfunction of units.